Event description:
It was reported that during a total lap. Hysterectomy procedure, the device was activated on minimum. The device started making a high pitch squawking noise. The device also did not cut and coagulate efficiently. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary. The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. The noise issue could not be from the blade coming in contact with the clamp arm with the tissue pad was missing. This could also result in insufficient performance of the device. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.